Manufacturer narrative:
Investigation: a run data file (rdf) analysis was performed by terumo bct: signals in the run data file showed that the optia system operated as intended throughout the collection. When the patient¿s data was entered, the system calculated that 297 ml (50%) of the patient¿s tbv and 118 ml of rbc (85%) of the patient¿s rbc would be in the set if a custom prime was not performed. The patient¿s hematocrit was estimated to drop to 3% if a custom prime was not performed, so the system recommended that a custom prime be performed. A custom primed displaces the prime saline in the tubing set with donor rbc. In pediatric patients with low tbvs, the custom prime unit helps build up the rbc in the channel to minimize the extracorporeal rbc volumen needed from the patient. The custom prime unit also helps to build the rbc layer in the channel for a more efficient establishment of the interface. At least 300 ml of rbc for custom prime should be processed to ensure the set has been adequately primed with rbc. This will allow approximately 95% of the saline in the tubing set to be removed. If a blood warmer is used on the return line, the additional volume of the blood warmer should also be added to the volume processed to ensure the tubing is completely primed with rbc. Custom prime rbc units should not be diluted to ensure patient safety and to help maximize efficiency of the procedure. The operator correctly troubleshot the ¿interface took too long to establish¿ alarm by decreasing the patient¿s entered hematocrit. This tells the system that there are less rbc in the channel and to raise the interface, the plasma pump flow rate will be increased to raise the rbc layer. Investigation is in process, a follow-up report will be given.

Event description:
The customer reported that after a cmnc procedure the patient's hemoglobin decreased to 4.5. A blood transfusion was ordered, however the blood was not ready. While waiting for the transfusion the patient had a stroke like event. A transfusion of red blood cells (rbc) was done after the seizure event. Patient is stable. Patient ID is unknown at this time. The optia collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. And for patient code. Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Per customer, the dilution of the cells and (191 ml) volume of acd-a (anticoagulant citrate dextrose solution) that the patient received during the collection contributed to the decrement of the hb from 8.5 to 4.5. The patient's heart rate was 170 beats/min during the run and blood oxygenation saturation dropped to as low as 87% at one point. The target was to collect 30e6 cells but ended up collecting 49e6. Per operator, they could not get an interface for the first 2 hours of the run and had interface alarms. After they decreased the entered hematocrit (hct) to 17%, the system found the interface and the run continued without issue. On the basis of rdf (run data files) the hematocrit in the product was 2.2%, the cd 34+ cells yield was measured as 49 x 10e6 cells/kg. On the basis of the clinical findings, the physician(s) ordered the custom prime unit to be diluted to 27%. The operator increased the anticoagulant (ac) infusion rate to 1.5ml/min/ltbv, to increase the inlet flow rate to 10.4 ml/min. The interface took so long to establish because there were not enough rbcs in the customer prime unit to set up the interface. They ended up processing 3.5 tbvs to make up for time lost while the system was trying to establish the interface. As a result, they had to run the procedure twice as long, and the patient received twice as much acda due to the increase in procedure time and increase in ac infusion rate. In addition, the patient received three 5ml syringes of ca++, which added another 15ml to the fluid balance. The customer also stated that every time the pediatric staff drew the patient's blood to determine the ionized calcium level, they flushed the line with 10ml normal saline (ns), drew the blood, then flushed with another 10ml of ns. This occurred 4 times and added another 80ml of fluid to the final fluid balance (ffb). The patient's hct was 23% prior to the line placement, so they did not really know what it was when they started the collection later that day. Ffb reported by the system was 122%. Adjusted ffb is calculated as follows: [15ml calcium + 80ml saline+(22% x tbv)]/tbv x 100 + 100% = (227/600 x 100%)+100% =138%. The final product volume was 61ml with a measured hct of 2.2%. The rbcs in the product was determined to be 1.22 ml. Estimated patient's hct post procedure based on the adjusted ffb is as follows: patient's pre-packed rbcs = 600 ml x 23% = 138 ml packed rbcs in product = 61 ml x 2.2% = 1.22 ml final hct = (138-1.22 / 827 ml) x 100% = 16.5 %. Investigation is in process. A follow-up report will be provided.

Event description:
Per attending rn, the patient had seizure like event after approximately 2.5 hrs of performing a cmnc (continous mononuclear cell ) procedure. Per physician, transfusion of 175 ml of rbc's was done. Per operator, the calcium (ca+) was administered through hickman catheter in the chest area. The hourly ca+ level and complete blood count (cbc) check was performed.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: in procedures that use the idl channel, such as the cmnc procedure, the centrifuge does not spin during custom prime, and the volume and rbc content of the extracorporeal circuit at the end of custom prime is less than it will be after the procedure is initiated. This is due mainly to the expansion of the channel volume during centrifugation. The spectra optia operator¿s manual recommends using 300 ml of priming blood to do a custom prime, or 340 ml if a blood warmer is used, as in this case. Based on internal studies, the volume of priming blood in the channel at the completion of custom prime with a blood warmer in place is about 230 ml and the rbc volume when 350 ml of priming blood is used in this 230 ml volume multiplied by the hematocrit of the priming blood, i.e. 230 ml*0.24 =55 ml. At the inlet flow rates used in the procedure, the centrifuge speed was about 600 rpm. The total extracorporeal volume at this rpm will expand by 25 ml to about 255 ml. In another internal study, mononuclear cell collections on low tbv patients, the rbc volume in the extracorporeal circuit after spin-up and channel expansion is estimated to be 90 ml. The difference in these two volumes, 90 ml and 55 ml, indicates that 35ml of rbc volume enters the channel after the centrifugation begins. The patient had a 123% fluid balance at the end of the procedure (from the rdf), and lost 35 ml of rbc volume, which would have caused a decrease in patient hematocrit from 0.23 to 0.14, that is, a 39% relative decrease in hematocrit due to channel expansion after custom prime, assuming no loss of circulating crystalloid volume. An additional factor in this procedure, however, decreased the calculated hematocrit further; because of the long procedure and relatively large volume of anticoagulant used, the staff infused an additional volume of about 80ml associated calcium addition. This would lead to a further hematocrit decrease of 0.014, to final calculated hematocrit of 0.126, close to the reported measured hemoglobin of 4.5 g/dl (hematocrit 0.135).per terumo bct internal risk evaluation, the medical staff used a custom (blood) prime in this small patient but opted to prime the circuit with blood at the patient¿s (already low) hematocrit. Because the custom prime in cmnc procedures is done without the optia centrifuge spinning, after initiation of the procedure the machine requires more rbcs enter the channel, depleting the patient¿s rbcs. The estimated rbc loss due to this mechanism was 35 to 44 ml, which could cause symptomatic acute anemia in a small low hematocrit patient such as this one, when low hematocrit priming blood is used in cmnc custom prime. The optia operator¿s manual and usual training materials do not warn of this possibility. Additional rb closses into the collected mnc products could occur, but these losses are expected to be smaller. Terumo bct sr specialist visited the customer and identified several issues that occurred during this event. Retraining of the customer was performed by terumo bct. Root cause: based on the clinical findings and run data file analysis, the following user related factors were determined to have contributed to the hemodilution in the patient:- physician's order to use a diluted custom prime rbc unit- significant increase in the procedure time- increase in ac infusion rate- additional calcium infusion to the patient- extra saline bolus used to flush the patient's line per terumo bct's medical review, the injury (rbc loss requiring medical intervention) was primarily due to the use of low hematocrit priming blood, that is, the use of the optia contributed to the need for transfusion and partial rinseback in this pediatric patient.

Manufacturer narrative:
This report is being filed to provide additional information. Correction: retraining and discussions about the incident were performed at the customer site by a terumo bct sr. Specialist. Investigation is in process. A follow-up report will be provided.